Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The insulin pump was exposed to moisture. The act button on the insulin pump was sometimes unresponsive. Customer's blood glucose level was 7.0 mmol/l. The customer has a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly however moisture was found on the keypad traces. No button error alarm noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.